Event description:
On (B)(6) 2015, the pump was alarming. The patient was seen in the ER (emergency room) on (B)(6) 2015. Telemetry confirmed an empty reservoir alarm was occurring and there was a stopped pump period may exceed tube set message; the pump had been in stopped pump mode since (B)(6) 2015. The pump was supposed to be refilled by the clinic in the hospital on (B)(6) 2015, but they did not have the drug and the patient was sent home. The patient was given a shot of dilaudid. It was later reported that the pump was supposed to be refilled on (B)(6) 2015, but the patient had a backlog of money due from prior services, so he didn¿t show up for his appointment as it had been requested that he pay (B)(6) towards his outstanding balance. The patient¿s clinic was willing to refill the pump one more time, but the patient chose not to go there. On (B)(6) 2015,the patient tried to find another physician to refill the pump. On (B)(6) 2015, the patient had an appointment at his prior clinic to have the pump refilled. The patient experienced irritability, nausea, couldn¿t think clearly, headache, and increased pain related to the event. The device system was delivering dilaudid. The patient didn¿t take any other medications. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8 590-1, lot# n135790, implanted: (B)(6) 2008, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).